Event description:
It was reported that a patient received an inappropriate shock as a result of an svt in the vf zone. It was reported that the patient was cutting wood at the time of the shock and was not using a gas or electric saw. Programming changes were recommended. No other information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.